Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a portion of the quantum maverick balloon catheter. The hub with strain relief and portion of the hypotube were not returned for analysis. There was contrast in the inflation lumen and blood in the guidewire lumen. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 107cm from the distal end of the hypotube. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The total length of the returned device from the hypotube separation to the proximal body/cone transition of the balloon was 127cm. Microscopic examination presented no damage or irregularities to the tip, balloon, marker bands and bonds. Microscopic examination revealed numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 9jun2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right side. The 90% stenosed, eccentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). The lesion contained >=90 degrees bend. After a jr 4 guide catheter was placed, a non-bsc guidewire crossed the lesion. A stent was deployed in the lesion. Then a 3.0mmx12mm quantum¿ maverick¿ balloon catheter was advanced for post-dilation, but was unable to cross the deployed stent. The balloon catheter was removed and another 2.5mm quantum¿ maverick¿ balloon catheter was used for post-dilation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.